Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had some pleuritic chest pain and increased dyspnea since implant. It was stated that an echo was performed but it did not indicate an effusion. A chest x-ray was performed on (B)(6) 2018 and dislodgement was noted on the right atrial (ra) lead. The right atrial (ra) lead was explanted and replaced. The patient was stable after the procedure.